Event description:
During routine testing of the device at the service center, the service technician reported the calibrator's hook knob was missing. The service technician installed a new knob. This calibrator was originally returned for repair of a "calibration slope error on art pco2 po2 ph" error. Since this event occurred at the service center, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.